Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge field service engineer (fse) that encountered the issue replaced the batteries to fix the problem and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getigne field service engineer (fse), the battery of the cs300 intra-aortic balloon pump (iabp) failed the battery runtime test at 56 minutes. There was no patient involvement, and no adverse event reported.